Event description:
Caller reported a malfunction on the pump, resulting in the screen going dark and not turning on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the pump into a power source, which allowed the display to turn on momentarily. Technical support assisted with a pump reset and arranged for a replacement pump to be sent, advising the customer on storage mode and return procedures for the faulty device. The caller accepted these instructions and confirmed the shipping address with a request for signature upon delivery.